Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer5 was failed. A field service engineer arrived at the station, pulled the cabinet out, and checked the status of the module controller board. The fse powered down the station, removed the back of the drawer, and inspected the latch insep. The fse then removed the inseparable (insep) assembly, replaced the latch insep, and reassembled the drawer. After powering the station back up, the fse confirmed that the customer was able to recover the storage space and move medication, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 failed and could not be opened. As a result, the medications located in the drawer could not be retrieved or administered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.